Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer was hospitalized after experiencing diabetic ketoacidosis and an elevated blood glucose (bg) level between 400-450 (mg/dl). Prior to hospitalization, manual injections were delivered to address bg level. While hospitalized, the customer was treated with intravenous insulin. Reportedly, the customer was not getting enough fluids and this was affecting their heart and kidneys. The customer resumed pump therapy on (B)(6) 2016 and was released from the hospital on (B)(6) 2016.